Event description:
It was reported that there was an unspecified issue with the cartridge that caused insulin delivery to be stopped. Customer was able to resolve the issue by reloading the same cartridge but no additional details were provided. There was no adverse impact to the customer's blood glucose level.